Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that customer experienced high blood glucose of 420mg/dl which was corrected by insulin pen. Customer got no delivery during alarm during high pressure test. Drive support cap was normal. Customer states that there was scratches on insulin pump. Customer reports blood at site on previous set. Product will be return for analysis.